Manufacturer narrative:
The hill-rom technical support found the siderail hand pendent to be malfunctioning. The account replaced the hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of bed was running up on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).